Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the anchor and suture strings are on the insertion device. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that one undated photo of the device was provided for review and confirms the reported breakage. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder joint repair surgery, the front end of the twinfix ultra peek anchor fractured, the broken pieces were removed from the patient by suction. The procedure was completed using a s+n back up device in the original drilled bone hole, no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Event description:
It was reported that during a shoulder joint repair surgery, the front end of the twinfix ultra peek anchor fractured, the broken pieces were removed from the patient by suction. The procedure was completed using a s+n back up device, no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).